Event description:
A vns patient was referred for generator replacement. It was later reported that the surgeon would move the new generator more medially due to scarring present with the device. The surgery occurred. Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider indicated that moving the generator location due to the scarring was to prevent a serious injury.